Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Expiration date - unknown due to unknown lot number UDI - unknown due to unknown lot number explanted date: device was not explanted occupation: unknown device manufacture date: unknown due to unknown lot number the actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the angio seal was stuck in a patient and would not deploy. Additional information was received on 11may2021: the angio-seal device had suture lockup and the physician was not able to pull the device back once inserted into the femoral artery. The procedure being performed was a left coronary angiogram and used a 5fr procedural sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The suture lockup would not allow for withdrawal of the device. Instructions were given to cut the white tube below the arteriotomy locator so that the device could be deployed manually. The procedure was successfully completed. Hemostasis was achieved by cutting the tube below the arteriotomy locator, allowing the angio-seal to be deployed manually. The patient was in stable condition. There was no blood loss.